Event description:
It was reported that the patient's right ventricular (rv) lead was indicating chronically high thresholds. Rv output was adjusted to conserve the battery previously, but was decreased sub threshold. The patient reported near syncopal episodes as well as possible seizure events in the previous six weeks. A holter monitor reading showed fourteen second pauses upon interrogation. The device was programmed appropriately and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d, implanted (B)(6) 2014. (B)(4).